Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9 (date returned), h2, h3, h6, h11. Corrected fields: h8. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, a scope communication error (216), as well as intermittent horizontal and vertical lines in the image. A root cause could not be identified; however, it was noted the image was good after aeration. Based on the results of the investigation, the most probable cause of the malfunctions was traced to electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had lost connection and the scope froze. The event occurred during sedation of a therapeutic colonoscopy procedure while the device was inside the patient. The procedure was completed using a similar device. There were no reports of patient harm.